Manufacturer narrative:
This investigation is ongoing and additional information will be provided upon receipt.

Event description:
It was reported that out of range pace impedance measurements were triggered when it comes to this lead, resulting in beeping tones from the device. The out of range alert was programmed off. In addition, artifacts were seen on the electrocardiogram. No adverse patient effects were reported.